Manufacturer narrative:
The design vendor conducted an investigation and concluded the following: the temporomandibular joint - patient matched implant (tmj-pmi) portion of the case was designed correctly per tmj component design procedure and passed final inspection by trained tmj design and quality assurance personnel per tmj-pmi final model inspection procedure. The virtual surgical planning (vsp) portion of the case was also designed correctly utilizing the surgeon provided stone models to produce occlusal splints per dental model scanning procedure. The dental models were aligned to the patient scan per work instruction alignment of models, and used to design the surgical splints per work instruction vsp planning and case file preparation, work instruction specifications for vsp system guides/templates, and work instruction critical features for vsp system guides/templates. The case passed final inspection by trained vsp and quality assurance personnel per final inspection procedure for vsp products. A post-op scan was requested, but is not available to further determine what the root cause could be. Therefore, the most underlying cause of this issue is outside the scope of the manufacturing process. The device history records (dhrs) for the tmj-pmi and vspo portions were reviewed on 01/03/2019. There was no missing information or nonconformances discovered in the tmj-pmi DHR. However, in the vspo DHR, the vsp case report did not reflect the tmj-pmi implants correctly aligned to the intermediate position in the workflow images. The implants however did align correctly in the articulation verification images and the full postoperative position images of the vspo case report. The tmj case report that was supplied to the doctor as well had the tmj-pmi implants in the correct position. This issue is outside of the splint fit issue that was reported and had no effect on the outcome of the surgery.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The design vendor, 3d systems, conducted an investigation into the complaint and their summary is as follows, the temporomandibular joint - patient matched implant (tmj-pmi) portion of the case was designed correctly per tmj component design procedure and passed final inspection by trained tmj design and quality assurance personnel per tmj-pmi final model inspection procedure. The virtual surgical planning (vsp) portion of the case was also designed correctly utilizing the surgeon provided stone models to produce occlusal splints per dental model scanning procedure. The dental models were aligned to the patient scan per work instruction alignment of models, and used to design the surgical splints per work instruction vsp planning and case file preparation, work instruction specifications for vsp system guides/templates, and work instruction critical features for vsp system guides/templates. The case passed final inspection by trained vsp and quality assurance personnel per final inspection procedure for vsp products. A post-op scan was requested, but is not available to further determine what the root cause could be. Therefore, the most underlying cause of this issue is outside the scope of the manufacturing process. The splints were not returned for investigation and no photos were provided. For these reasons, the splints could not be visually evaluated or functionally tested. DHR was reviewed and no discrepancies were found. Therefore, the complaint is non-verifiable and the root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). This product is not cleared or distributed in the u.s. However, this report is being submitted as biomet microfixation manufactures a similar device that is cleared or distributed in the united states under PMA number (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the implant was placed in the patient and the splints were discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported there was a bilateral tmj case with significant orthognathic movements. During the case the surgeon found out that both sets of bite splints did not fit the patient and were of no use in the case. The intermediate splint fit the model but was way off fitting the patient. They would fit the top front, but not the back and if moved to fit the back, they would not fit the top front. The surgeon did not check the final splints due to the issue with the intermediate splints. The surgeon ended up sorting out the movements by eye. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.